Event description:
It was reported that the pacemaker experienced undersensing due to atrial beats being marked as noise as they occurred during the cross chamber blanking period. This resulted in the ventricular rate being seen as greater than the atrial rate despite the two rates occurring at a one-to-one ratio. Technical services (ts) was contacted, and ts discussed programming options. The pacemaker system remains in service. No adverse patient effects were reported. Additional information was received indicating the patient had a history of pacemaker mediated tachycardia (pmt). Ts discussed that the atrial flutter response (afr) blanking period after atrial paces was setting up a retrograde conduction and recommended turning afr off. The pacemaker system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the pacemaker experienced undersensing due to atrial beats being marked as noise as they occurred during the cross chamber blanking period. This resulted in the ventricular rate being seen as greater than the atrial rate despite the two rates occurring at a one-to-one ratio. Technical services (ts) was contacted, and ts discussed programming options. The pacemaker system remains in service. No adverse patient effects were reported.